Event description:
It was reported that a care giver (cg) observed a minicap with a dry sponge. The cg stated that the sponge was orange/brown and appeared to have iodine on it. However, the iodine appeared dry. There was no damage to the packaging. The minicap was stored at room temperature. The cg stated that this issue was found before use. There was no patient involvement. No additional information is available. This is report 2 of 51.

Manufacturer narrative:
(B)(4). The device lot was manufactured between the dates 11/4/14 and 11/11/14. The device was received for evaluation. Visual inspection was performed and no issues were noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.